Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient presented for an unscheduled follow up after an alarm had been triggered due to a sudden rise in atrial impedance and noise oversensing which was visible on the electrogram (egm). The atrial lead tip was connected to an adaptor and remains in use. No patient complications have been reported as a result of this event.